Manufacturer narrative:
Device evaluation the evo-10-11-6-b device of lot number c1291763 involved in this complaint was not returned for evaluation. With the information provided, a document-based investigation was conducted. This file was created in response to the attached pmcf study. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Instructions for use and/label review: it should be noted that the instructions for use (ifu0056) lists ¿stent occlusion¿ as a potential adverse event. There is no evidence to suggest that the customer did not follow the instructions for use. Image review an image was not returned for evaluation. Root cause analysis a definitive root cause could not be determined. A possible root cause can be attributed to patient pre-existing conditions and/or known adverse effects. From the study it is known that the patient had pancreatic cancer, the cause of the occlusion was reported to be due to cancer and stenosis. Also, as previously noted, ¿stent occlusion¿ is listed as a potential adverse event in the IFU. Confirmation of complaint: the complaint is confirmed based on customer and/or rep testimony. Confirmed quantity of 01 x used device. Corrective action/correction complaints of this nature will continue to be monitored for similar events. Summary of investigation according to the initial reporter, the stent was implanted on the (B)(6) 2016, the patient experienced recurrent biliary obstruction 330 days post procedure, the patient required the placement of a new stent as a result of this occurrence, and it was reported that the patient recovered/stabilized following this. Patient death was reported on the (B)(6) 2018, the cause of death was unknown, from medical advisor input the death was not related to the device or the procedure.

Event description:
(B)(6) 2016 date of first implant procedure in common bile duct. No adverse events related to the procedure. Not documented if fluoroscopic monitoring was used. For pancreatic cancer. No adverse events related to procedure re-current biliary obstructions 03-nov-2017. Due to cancer and stenosis. Intervention performed 330 days post procedure. Treatment of new study stent inside stent. The site determined the event not to be related to the study device or the procedure. Patient death (B)(6) 2018 unknown cause of death. The reintervention was noted to be successful. On (B)(6) 2018, the patient died. The cause of death was unknown.